Event description:
The pt has a scs system which include two leads from the same lot. The pt reported that she wants her scs system explanted. The pt stated she has not used the scs system in a long time. The pt reports that th stimulation is painful and she received unwanted stimulation in areas including chest wall and abdomen. Xray imagery confirmed the lead had migrated.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.